Event description:
Caller tested 7.1 inr, 4.1 inr, and 3.4 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.